Manufacturer narrative:
Results: - the complaint for "patient discomfort" was not confirmed. As received, the lead was in good condition without any visible damage. It passed all functional tests. No defects were identified that would contribute to the reported complaint. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15544. It was reported during a trial procedure the patient experienced uncomfortable stimulation. The sjm representative tested the leads intraoperative, however, the patient was having difficulty providing feedback due to the effects of the anesthesia. The physician elected to leave the leads implanted and have the patient programmed postoperative in the pacu. The sjm representative attempted to program the patient in pacu, but the stimulation was uncomfortable and felt in the patient's stomach. The physician determined the leads were anterior and removed the leads. The patient will be sent to a neurologist as the next course of action.